Event description:
Nellcor puritan bennett received a report where it was claimed that the unit will not turn on, and is not providing a audio tone.

Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received.